Event description:
One week after the catheter was placed, the pt went to the doctor with a rash on her shoulders and around the catheter exit site. The dr. Removed the catheter. The rash did not go away. Two days later, the pt went into shock and was admitted to the hosp.